Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported arrhythmia, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6 of this document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for persistent ventricular arrhythmia which required defibrillation or cardioversion. At the time of the patient's readmission they were treated with defibrillation. The patient was discharged on (B)(6) 2019.